Event description:
In 2009, a doctor reported that a pitt easy implant abutment had fractured.

Manufacturer narrative:
It is anticipated that the doctor will replace the fractured abutment with a new abutment. The doctor returned an abutment for evaluation. Visual examination of the returned product indicated that the cause of the abutment fracture was related to user processing. More specifically, the gate temperature was not maintained, and the dental technician processed the abutment flue too thinly. This is the final report.